Event description:
It was reported the pt experienced loss of pain coverage in right foot, while coverage to other areas are adequate. X-rays confirmed the lead is left of midline. Follow up determined the physician plans surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.